Event description:
This device was originally received as a repair, not a complaint. During a surgical procedure, the tip of the device broke off and fell into the pt. The tip was retrieved with no pt harm.

Manufacturer narrative:
The distal end of the ceramic tip is broken off, the balance of the tip is still glued into the distal end of the tube. The tube has numerous dents down the shaft, many dents around the cone area. Conclusion - the device has been damaged and mishandled by customer. The breakage likely occurred due to lateral force exerted on the sheath during the insertion or removal from the outer sheath.